Event description:
It was reported through a merlin.net transmission that the device exhibited far field r-wave oversensing and episodes of non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Event description:
Additional information received indicated that another instance of far r-wave oversensing and non-sustained rv oversensing were observed. It was also noted that previous patient notification was not cleared from the device. Programming changes were recommended and they will be made on the next clinic visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.